Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for ua07 was a defective load cell. The cracked cover and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, zoll service personnel noticed a crack on the front enclosure, unrelated to the reported complaint. The root cause was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated several ua07 errors; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on; thus, confirming the reported complaint. The load cell characterization test revealed that load cell #2 was defective and was replaced to address the ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).